Event description:
It was learned via implant patient registry and investigation that a 23mm aortic valve was explanted and replaced with another 23mm valve after an implant duration of 2 years, 4 months due to severe symptomatic stenosis, moderate regurgitation, and calcification. Per medical records, the patient presented in chf and underwent redo avr and mvr (29mm mitris). The aortic valve had significant calcification on the ventricular side of the leaflet. The valve was excised, and annulus decalcified. Another 23mm 11500a was implanted with pledget sutures and secured with cor-knots. Post-implant tee revealed normally functioning aortic and mitral valve prosthesis. The patient was transferred to the CT-ICU. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The most likely cause is patient factors, including diabetes mellitus, coronary artery disease and hyperlipidemia. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.